Event description:
It was reported that the right ventricular (rv) lead failed to capture. It was also noted that the rv lead was fractured. The rv lead was capped and replaced with a leadless implantable pulse generator (ipg). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.